Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false negative for sars results for one patient. The customer communicated the result was confirmed positive by molecular (pcr testing).